Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. Based on the review of the medical records, on (B)(6) 2004, pt underwent a repair of umbilical hernia using composix kugel patch. On (B)(6) 2004, pt was readmitted to hosp for abdominal pain. She was diagnosed with possible "mild pancreatitis" and discharged on (B)(6) 2004. On (B)(6) 2007, the pt experienced abdominal pain and was admitted to hosp. A CT scan revealed a small bowel obstruction as well as a hernia along with right lateral margin of the previous placed mesh. Two days later, the pt underwent exploratory laparotomy, lysis of adhesions and explantation of the composix kugel mesh. Surgeon reported the right side of the mesh had detached from fascia laterally and doing so had exposed the viscera to its polypropylene surface. Dense adhesions of a loop had occurred and torsion of the bowel had created an obstruction. It was also noted that there was no evidence of a defect found in the kugel ring. Based on the info provided, it is unk whether the device may have caused or contributed to the adverse event. Additionally, no product has been returned. While adhesions and recurrence are known adverse events that are listed in the IFU, no conclusion can be drawn at this time.

Event description:
Based on the review of medical records provided by pt's attorney: on (B)(6) 2004 - pt underwent excision of mass in right lower quadrant of abdomen and repair of umbilical hernia with composix kugel patch. On (B)(6) 2004 - pt was admitted to hosp after developing abdominal pain. There was collection of fluid seen but was considered to be benign with no evidence of abscess. Discharged from hosp on (B)(6) 2004. On (B)(6) 2007 - pt underwent explantation of previously placed composix kugel mesh. The mesh was adherent to the fascia on its left side but the right had become detached. Dense adhesions of a loop had occurred and torsion of the bowel had created a complete obstruction.